Event description:
Information was received from multiple sources (company representative (rep), consumer (con), healthcare provider (hcp)) regarding a patient receiving baclofen 2000 mcg/ml at 400 mcg/day via an implantable pump for intractable spasticity. It was reported the patient had a loss of therapy at an unknown date. A catheter dye study was performed and they were not able to aspirate. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. A catheter revision was scheduled and performed on (B)(6) 2022. The spine was opened and a kink was found at the anchor. The existing catheter was readjusted and re-sutured with no other changes. The catheter was able to be aspirated and was patent after the revision. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown. Additional information received from the company representative (rep) reported that the day after surgery ((B)(6) 2022), the patient reported return of spasticity and the catheter would not aspirate. The patient went back into surgery for a catheter revision that same day. The entire catheter was replaced. The rep stated that they let the hospital know that the explanted device should be returned; however, the hospital discarded the catheter since the physician did not think there was truly a problem with the catheter.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-dec-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.